Event description:
It was reported that this patient¿s last refill was (B)(6) 2013. On (B)(6) 2013, the patient¿s physician had felt her pump and told her that her pump was upside down. Reportedly, a dye test was also done. The patient had not noticed if the pump had felt different as it was in a new location and she did not know how it should feel. She did 64) 2012 (see manufacturer report # 3004209178-2013-04314). The patient did not report symptoms associated with the position of the pump. This device system delivered fentanyl and baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).